Manufacturer narrative:
Patient identifier: (B)(6). (Different sample ids for the same patient). All available patient information is included. Additional patient details are not available. Initial reporter name and address: postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive architect toxo igg result for a pregnant patient. The following data was provided (reference range: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): on (B)(6) 2022 sid: (B)(6): toxo igg: 0.1 iu/ml (nonreactive). On (B)(6) 2022 sid: (B)(6): toxo igg: 7.8 iu/ml (reactive); other testing performed: toxo igm: 0.13 index (nonreactive). On (B)(6) 2023 sid: (B)(6): toxo igg: 0.1 iu/ml (nonreactive); repeat result on 12jan2023: 0.1 iu/ml (nonreactive). Re-tested frozen sample from on (B)(6) 2022 and generated a result of 8.3 iu/ml (reactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for the product. A review of tracking and trending of complaint data for the list number does not identify any related trends for the product for the issue. A review of the device history record was done and did not identify any non-conformances or deviations associated with the reagent lot 42106be00 and complaint issue. Field data was reviewed. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 42106be00. Correction: d4 - catalog no: initial: 06c19-25 / updated to 06c19-35.